Manufacturer narrative:
Per tandem's t:slim x2 basal iq pump user guide, "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered over 30 units of insulin due to being connected to the pump while the fill tubing feature was activated. Blood glucose (bg) level was 59 mg/dl and the customer was subsequently transported to the emergency room (ER) by emergency medical services. Bg was treated by consuming "sugary things". Reportedly, the customer left the ER a few hours later with bg in normal range.